Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of restenosis leading to intervention and claudication/leg pain are listed in the biomimics 3d instructions for use and are known patient effects of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.

Event description:
The patient was treated as part of the mimics 3d USA post-market observational study. On the (B)(6) 2022, the patient was implanted with one biomimics 3d (bm3d) stent in the right leg, a 7.0 x 125 mm stent which was used to treat a denovo lesion of the superficial femoral artery (sfa) distal third to proximal popliteal. A retrograde approach was used and the lesion was prepared using pre-dilation with percutaneous transluminal angioplasty (pta) balloon and atherectomy. A cordis bare metal 7 x 150mm stent was also placed prior to the bm3d placement. The treated segment was post-dilated with pta. The site identified a restenosis of treated segment (target lesion) on (B)(6) 2022. It was reported as not related to the device and not related to the procedure but due to a worsening pre-existing condition. It was target lesion related. Prior to bm3d placement, the patient had peripheral arterial disease (pad), rutherford class (rc) IV which had resolved post-revascularization. It was reported that the patient began to experience rc iii symptoms, and the severe rest pain and claudication that had previously resolved post revascularisation recurred. Imaging demonstrated a reoccluded right sfa and posterior tibial artery with significantly diminished rest ankle brachial indexes (abis) and absent right toe pressures. It was determined that medical therapy alone was not appropriate and the physician proceeded with a repeat right lower extremity (rle) angiogram with pedal access as the safest approach to prevent tissue loss and relieve pain. The patient also had multilevel (lle) flow limiting peripheral arterial disease but in the absence of symptoms the physician proceeded with watchful waiting. The patient reported that her hyperlipidemia was well controlled, but otherwise had minimal risk factors and the physician believed a large contributor was her genetics. The intervention was performed on the (B)(6) 2022 and involved an additional 7.0 x 150 mm bm3d stent placement in the sfa proximal to distal third. The segment was prepared with post-dilatation using pta and laser/atherectomy. The treated segment was post-dilated with pta and an abbott absolute pro drug coated/eluting balloon (dcb/deb). It was reported as a target lesion/vessel revascularisation (tlr/tvr). The outcome was reported as resolved/recovered. The device remains implanted. The event was reviewed by veryan on 19-jul-2023 and considered possibly related to the device.

Event description:
The patient was treated as part of the mimics 3d USA post-market observational study. On the (B)(6) 2022, the patient was implanted with one biomimics 3d (bm3d) stent in the right leg, a 7.0 x 125 mm stent which was used to treat a denovo lesion of the superficial femoral artery (sfa) distal third to proximal popliteal. A retrograde approach was used and the lesion was prepared using pre-dilation with percutaneous transluminal angioplasty (pta) balloon and atherectomy. A cordis bare metal 7.0 x 150mm stent was also placed prior to the bm3d placement. The treated segment was post-dilated with pta. The site identified a restenosis of treated segment (target lesion) on (B)(6) 2022. It was reported as not related to the device and not related to the procedure but due to a worsening pre-existing condition. It was target lesion related. Prior to bm3d placement, the patient had peripheral arterial disease (pad), rutherford class (rc) IV symptoms which had resolved post-revascularization. It was reported that the patient began to experience rc iii symptoms, and the severe rest pain and claudication that had previously resolved post revascularisation recurred. Imaging demonstrated a reoccluded right sfa and posterior tibial artery with significantly diminished rest ankle brachial indexes (abis) and absent right toe pressures. It was determined that medical therapy alone was not appropriate and the physician proceeded with a repeat right lower extremity (rle) angiogram with pedal access as the safest approach to prevent tissue loss and relieve pain. The patient also had multi-level left lower extremity (lle) flow limiting peripheral arterial disease but in the absence of symptoms the physician proceeded with watchful waiting. The patient reported that her hyperlipidemia was well controlled, but otherwise had minimal risk factors and the physician believed a large contributor was her genetics. The intervention was performed on the (B)(6) 2022 and involved an additional 7.0 x 150 mm bm3d stent placement in the sfa ostial to proximal third. The segment was prepared with pre-dilation using pta and laser/atherectomy. The treated segment was post-dilated with pta and an abbott absolute pro drug coated/eluting balloon (dcb/deb). The full segment treated was the sfa ostial to the posterior tibial (pt) distal third. It was reported as a target lesion/vessel revascularisation (tlr/tvr). The outcome was reported as resolved/recovered. The device remains implanted. The event was reviewed by veryan on (B)(6) 2023 and considered possibly related to the device. Additional information provided by the site and received on (B)(6) 2024 updated the patient identifier as per section a.1. The treated segment was updated from the sfa proximal third to sfa middle third to the sfa ostial to pt distal third. The segment where the non-study bm3d stent was placed on (B)(6) 2022 was updated from the sfa proximal third to sfa distal third to the sfa ostial to the sfa proximal third.

Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of restenosis leading to intervention and claudication/leg pain are listed in the biomimics 3d instructions for use and are known patient effects of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted. Section a.1. Was updated to 21-019_ae4, section b.5. Was updated to reflect the additional information received, section b.7. Was updated with changes to the medical history, section g.6 and h.2. Were updated to reflect the type of the report (follow-up 01) and the reason and section h.11. Was updated to reflect the sections of the report that have changed.